Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, an inaccuracy of unknown magnitude and direction was noted immediately prior to navigation. The inaccuracy was noted to have occurred with all instruments. A fixation failure of the support arm occurred and movement occurred after registration. Another support arm was used instead and the product could be used following performing registration again. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The articulating arm was returned to the manufacturer for analysis. Analysis found that the handle was locked up. It was not able to set or release the arm. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.